Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were inside the loading device. The greenslide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed; however it was confirmed for premature deployment. Two (2) devices were originally reported. However, three (3) devices were returned for the reported failure. This is device 3 of 3. See MFR report #2242352-2013-00723 and #2242352-2013-01352 for information regarding the other devices. (B)(40.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, to heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intend to return the products in question.